Event description:
The customer reported that the image disappeared during an ongoing examination and that a scope communication error (e216) appeared involving an olympus rigid video laparoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.